Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that the clinician obtained multiple sets of electrode pads and the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.